Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor sn (B)(4) has been returned to zoll manufacturing corporation but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date: monitor: 05/03/2016, belt: 07/16/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and non-sustained ventricular tachycardia (nsvt). The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. No corrective action has been assigned at this time. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of fifteen shocks. The patient received six appropriate shocks and nine inappropriate shocks. It was reported that the patient was in and out of consciousness during the event. The response buttons were pressed intermittently throughout the event. It was reported that emergency medical personnel were pressing the response buttons for the patient. The response buttons functioned appropriately. Intermittent nsvt and motion artifact contributed to the false detections. At 06:47:57, the patient received the first treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus bradycardia at 30 bpm with intermittent non-sustained ventricular tachycardia (nsvt), and the patient's post-shock rhythm was sinus bradycardia at 50 bpm with intermittent nsvt. Nsvt contributed to the false detection. The response buttons were pressed from 06:48:12 to 06:48:18. At 07:00:21, the patient received the second treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 240 bpm to sinus bradycardia at 50 bpm with heart blocking, nsvt, and motion artifact. At 007:03:54, the patient received the third treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 260 bpm to sinus bradycardia at 50 bpm with intermittent nsvt. At 07:05:08, the patient received the fourth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus bradycardia at 50 bpm with motion artifact, and the patient's post-shock rhythm was sinus bradycardia at 50 bpm with heart blocking and motion artifact. Motion artifact contributed to the false detection. At 07:29:43, the patient received the fifth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus beat with nsvt and the patient's post-shock rhythm was nsvt with motion artifact. Nsvt contributed to the false detection. The response buttons were pressed from 07:30:08 to 07:30:13. At 07:31:09 the patient received the sixth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus beat with preventricular contractions and nsvt, and the patient's post-shock rhythm was sinus bradycardia at 35 bpm with intermittent nsvt. At 07:31:44, the patient received the seventh treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 220 bpm to nsvt with motion artifact. At 07:32:14, the patient received the eighth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus pause of approximately 2.79 seconds and the patient's post-shock rhythm was induced vt. Nsvt contributed to the false detection. At 07:32:49, the patient received the ninth treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 260 bpm to nsvt that transitioned to sinus bradycardia at 50 bpm. At 07:33:27, the patient received the tenth treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 240 bpm to nsvt. The response buttons were pressed from 07:33:40 to 07:36:09, and then again from 07:42:46 to 07:43:45. At 07:44:49, the patient received the eleventh treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus beat and the patient's post-shock rhythm was sinus bradycardia at 25 bpm with preventricular contractions, nsvt, and motion artifact. Nsvt contributed to the false detection. At 07:46:09, the patient received the twelfth treatment, which was appropriate and converted the patient's arrhythmia of ventricular tachycardia (vt) at 280 bpm to sinus bradycardia at 35 bpm with motion artifact. At 07:46:41, the patient received the thirteenth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was sinus beat and the patient's post-shock rhythm was induced nsvt that transitioned to sinus bradycardia at 40 bpm with intermittent nsvt. The response buttons were pressed from 07:46:46 to 7:47:22. At 07:57:33, the patient received the fourteenth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was motion artifact and the patient's post-shock rhythm was sinus beat with nsvt that transitioned to sinus bradycardia at 50 bpm. Motion artifact contributed to the false detection. At 07:58:14, the patient received the fifteenth treatment, which was inappropriate. The patient's rhythm at the time of the treatment was nsvt with motion artifact and the patient's post-shock rhythm was sinus beat with nsvt and motion artifact. Nsvt contributed to the false detection. The patient received medical attention at a hospital and continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.